Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:3003442380.

Event description:
It was reported that patient experiencing five bent cannula issues on (B)(6) 2026 which disrupted insulin delivery and resulted in hyperglycemia. The elevated blood glucose was successfully managed by the patient through correction bolus via pump.